Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had a decreased performance of hearing with the device. The patient was re-implanted on the left side on (B)(6) 2017.

Manufacturer narrative:
Damage to the active electrode under the silicone overmold, likely caused by mechanical loads applied over time, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient had a decreased performance of hearing with the device. The patient was re-implanted on (B)(6)2017. As per the device explantation report, the implant housing was found to be slightly rotated.